Manufacturer narrative:
(B)(4)

Event description:
The patient needed cardiac resuscitation for unconfirmed reasons. The device was explanted and replaced.

Manufacturer narrative:
Analysis of the returned device revealed the presence of foreign material in the connector which resulted in intermittent output pacing of the device. It is unknown if this finding was related to the reported event.